Event description:
The product was used during a video assisted thoracic surgery wedge resection procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.